Event description:
On (B)(6) 2009, the patient underwent bilateral sinus lift with bone augmentation where three regenaform moldable blocks and ossix plus membranes were implanted. On (B)(6) 2009, the patient returned for follow-up complaining of some tenderness and possible drainage on the left side. On (B)(6) 2009, the patient returned for follow-up with drainage from the left side of her jaw. Antibiotic therapy was initiated. On (B)(6) 2009, irrigation and debridement procedure and graft removal on the left side. On (B)(6) 2009, patient returned for follow-up complaining of drainage and tenderness on the left side. A second dose of antibiotic therapy was initiated. At the last visit ((B)(6) 2009), the patient was noted to have a 1mm fistula present on the left side with no inflammation.

Manufacturer narrative:
Investigation: a comprehensive re-review of internal records including, donor records, serological results, culture reports and manufacturing records was conducted. No departures were noted during the records re-review for donor (B)(6). The graft passed all release requirements prior to distribution. No other complaints have been associated with the donor. The graft was subjected to post processing gamma irradiation at a validated dose to achieve an sterility assurance level (sal) of 10-6 prior to release. The irradiation dose is based on an overkill principle to achieve the desired sal. Iso/aami standard 11137 is the FDA recognized standard used to establish this level of confidence. Results of investigation: for surgery class ii, dental procedures, endogenous flora is involved. Based on the methodology utilized for sterilization of the graft, the re-review of donor and manufacturing records, and the patient's clinical course with the implantation of concurrent medical devices, suggests the symptoms exhibited by the patient are more likely to be associated with extrinsic factors rather than intrinsic contamination of the medical device.